Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer had very long boot time and booted to a system error. A nalysis also found the programmer did not recognize usb (universal serial bus). Hard drive found out of electrical specification. (B)(4).

Event description:
It was reported the programmer was loading very slowly for awhile and finally started to show a black screen "serious programmer problem". The programmer was returned for repair. There was no patient involvement.